Manufacturer narrative:
The pump was received with a blank display followed by an unexpected constant audio tone due to moisture damage at the electronic assembly. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement test or verify the clock monitor frequency error alarm due to the blank display. The pump had moisture damage on the keypad traces during visual inspection. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display, audio beep anomaly, button error and no reservoir alarm from the insulin pump. The customer's blood glucose level was unknown. The customer stated that he gave himself a bolus and received a constant tone. The customer was unable to clear no reservoir alarm with battery change. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.